Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. Upon interrogation of the implantable cardioverter defibrillator with the merlin programmer, a battery longevity estimate was 6 years until elective replacement indicator (eri). Remote transmission via merlin.net on (B)(6) 2018 indicated a battery longevity of 3 years until eri. It appeared that a software anomaly occurred on the merlin programmer. The longevity was confirmed to be approximately 3 years until eri. The patient was asymptomatic and would continue to be monitored remotely.